Event description:
Information was received from a healthcare provider (foreign) regarding a patient who was receiving baclofen (2000 mcg/ml at 96 mcg/day) via an implantable pump. It was reported that the reason for call was pump motor stall following MRI, greater than 2 hours. About three hours ago was further indicated regarding when the pump first stalled or when the pt left the MRI field. No patient symptom was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.